Event description:
It was reported from (B)(6) by medical staff that the patient experienced power sources switching from one to the other on the controller earlier than expected. There was no reported consequence or impact to the patient, this device was replaced from the facility. No additional information was provided. This is report 1 of 2.

Manufacturer narrative:
The battery (B)(4) returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple premature power switching events. Analysis of the devices revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the premature power switching is a communication error between the controller and the batteries, which likely contributed to the event. The manufacturer has opened an internal investigation evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01230, and 3007042319-2015-01231 ) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01230, and 3007042319-2015-01231) submitted for devices related to the same event. Device has not been received.